Manufacturer narrative:
(B)(4). There is no further information available. If the sample or evaluation results become available, a follow up report will be submitted.

Event description:
This is a case report received on (B)(6) 2010 by baxter from the customer. It was reported by the head nurse that on (B)(6) 2010, had detected an issue of 2 transfer sets ((B)(4)). At the time of problem, the device was just newly installed to the patient (man) during the periodical exchange of the device, but leakage was found close to titanium adapter. It was not possible to properly screw on the cap on the adapter. The issue is related probably to the scroll. The same issue has been identified on the second transfer set of the same batch from the same carton. There was no patient injury reported. Patient was not hospitalized. Two units were impacted.